Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient thought they were on program 1 and discovered they were on program 4 the day prior to the report. Patient reported they had never felt stimulation and the ins hadn't worked for their symptoms. Patient stated they had the trial for 2 weeks and it worked 100% for their symptoms, but since the ins had been implanted it had worked 0%. Patient stated they had never ever felt stimulation, patient did not clarify if that meant during the trialing period as well. Patient stated again they had never ever felt stimulation. It was reviewed that the patient may increase stimulation, the patient didn't seem to understand what they were reading in the book regarding stimulation and program changes. Patient stated they had increased from 1.4 to 1.5 and 1.6. Patient had a friend help them increase the day prior to the report. It was offered to aid patient in troubleshooting and adjusting stimulation, the patient declined. Additional information received from the patient who wanted to increase stimulation, but couldn't because their patient programmer (pp) wouldn't let them; they've been having issues going to the bathroom too often. During the call, they synced to their implantable neurostimulator (ins) which showed stimulation was off so therapy was turned on. It was reviewed that since therapy was off, that might explain why they were having more frequency. They had the ability to change programs and/or adjust stimulation; they were able to feel stimulation in their bike seat. They were also redirected to their healthcare provider (hcp) if the issue isn't resolved. Additional information was received from the patient indicating that the device was not working, and the evaluation had worked 100%, but the implant had not worked at all. The patient reported that it had actually gotten worse, and they never had problems at night but now was having problems at night. The patient reported that every 24 hours they would move stimulation up, but they hadn¿t seen an improvement. The patient inquired about trying a new program, and noted that their doctor had not talked to them about it. The patient was redirected to their healthcare provider for reprogramming if the patient tried all 4 programs and didn¿t see an improvement. Additional information was received from the patient. The patient reported that the manufacturer representative and the patient and technical services were contacted to resolve the issue of not feeling the stimulation and not receiving therapeutic benefit. It was noted that the issue was resolved. There were no further complications or anticipations reported with this event. Additional information was received. Consumer reported they did not have a problem increasing stimulation, but they did not feel stimulation when they increased it. Patient reported they increase stimulation and wait a couple days and then increase it more and they will continue to do so. The issue was not reportedly resolved. Additional information was received. It was reported that the patient never experienced therapeutic effect. It was reported that the patient said the evaluation worked 100%, but the implant had never been effective. Prior to calling today, the patient had reached out to the rep, patient reported the rep told them they could add 3 new programs, but they would need to call the main office to set up an appointment. It was reviewed the rep was referring to the doctor's office. Patient reported they had tried all the programs and adjusting stimulation. Caller was redirected to their healthcare provider to set up an appointment for reprogramming. Patient reported the reached out to manufacturer representative via email and reported they were having 8 bowel movements per day and they were all accidents. Patient stated they sent a second email that said the device was not working and they had tried everything. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the cause of the device not working had not been determined. 3 new programs were added to resolve the device not working and lack of effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the device not working was not known. Steps taken to resolve the issue included trying programs per the manufacturer representative. No further complications reported/anticipated.